Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: restenosis. Device issue: no device malfunction has been reported. It was reported that the patient was taking aspirin prior to the index procedure. The index procedure treated two target lesions. The first lesion was de novo, bifurcated, and located in the ostial proximal left anterior descending (lad) measuring 2.23 x 9.48 mm with a 98% stenosis. Treatment consisted of direct stenting using a 3.0 x 15 mm promus and a 3.5 x 8 mm promus, and post dilation resulting in a 6% residual stenosis. The second lesion was de novo, ostial, a bifurcated proximal lad, measuring 3.56 x 14.9 mm with a 78% stenosis. The lesion was treated with predilation, placement of a 3.5 x 12 mm promus, and post dilation, resulting in a 8% residual stenosis. The patient was discharged one day post procedure on aspirin and plavix. At the six month follow up, a 20% restenosis was discovered. There was no treatment performed. The patient was noted to be taking aspirin and plavix continuously at that time. No additional event or patient information is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
The second and third promus everolimus eluting coronary stents are being filed under the same MFR number.